Event description:
Pt infection - infection identified as mrsa. Post-op cva prompted re-admission of pt to hosp. Infection was discovered shortly after re-admission. Subsequent to re-admission, pt suffered "sensational bilateral massive cva's and died.